Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation testing failed during the implant attempt and the physician opted to reposition the lead. During repositioning, the helix took many turns to retract and then the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.